Manufacturer narrative:
H.6. Investigation summary: this complaint is for several misidentifications when using phoenix panel nid (catalog number 448007) batch number 3164406. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The customer provided phoenix lab reports showed patient samples identified as escherichia coli, klebsiella pneumoniae, serratia species, salmonella enterica species, proteus mirabilis, burkholderia cepacia complex, pseudomonas aeruginosa, ewingella americana, klebsiella aerogenes, shigella dysenteriae and enterobacter species when using the complaint batch. The eleven customer returned isolates were verified on a bruker maldi biotyper and labeled p-4 through p-11. It is to be noted that phoenix ID systems do not have claims for acinetobacter radioresistans (customer isolate p-4), and the isolate was not used in investigation testing. To investigate, retention panels from the complaint batch were tested using customer returned isolates p-5 through p-11 on a phoenix m50 machine and evaluated for identification results. Additionally, panels from a control batch of the same material but different batch were tested using customer returned isolates p-5 through p-11 on a phoenix m50 machine and evaluated for identification results. Last, panels from a different control batch of the same material but different batch were tested using customer returned isolates p-5 through p-11 on a phoenix m50 machine and evaluated for identification results. All panels inoculated with customer isolates p-5, p-8, p-9, p-10 and p-11 returned correct identifications. All panels inoculated with customer returned isolate p-6 did not grow well. All panels inoculated with customer returned isolate k. Aerogenes p-7 returned the incorrect misidentification. This complaint is confirmed for misidentification of k. Aerogenes p-7. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on complaint batch 3164406. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
6 of 9 it was reported that while using bd phoenix¿ nid, there were misidentifications between phoenix and maldi and sister site (queen elizabeth hospital) when testing gram negative microorganisms. Patient samples panels and isolates requested tested on phoenix m50 pf2872 patient treatment was not changed so there were no adverse medical consequences organisms are 24 hours old upon preparation of inoculum media cultures set up from tsa - fisher purity culture was confirmed isolates available for investigation did not use ap for setup patient #6:(B)(6) (isolate 1).

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
6 of 9 it was reported that while using bd phoenix¿ nid, there were misidentifications between ((B)(6) hospital) when testing gram negative microorganisms. Patient samples panels and isolates requested tested on phoenix m50 pf2872 patient treatment was not changed so there were no adverse medical consequences organisms are 24 hours old upon preparation of inoculum media cultures set up from tsa - fisher purity culture was confirmed isolates available for investigation did not use ap for setup patient #6: (B)(6)